Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead remains implanted. There appears to be intermittent noise on the atrial channel in recordings transmitted to home monitoring. In other recordings, noise can be seen on the atrial and far-field channels and appears to be external. No adverse patient events reported. Should additional information become available, it will be added to this file.